Manufacturer narrative:
This MDR reports the solitaire fr-6-20 that was used in the procedure because it is not apparent which device may have caused or contributed to the event. Based on the reported information, there is no evidence suggesting that the device was defective, but rather a procedure related event. The patient has a pre-existing bleeding tendency as evidence by history of multiple gastrointestinal bleeds. Intracranial hemorrhage is a known inherent risk of thrombolysis and or mechanical thrombectomy treatment of patients with acute ischemic stroke and is documented in the solitaire fr instruction for use. Reference (B)(4) / MDR# 2029214-2015-00997.

Event description:
Medtronic received information through clinical data review that a patient was found to have a sylvian subarachnoid hemorrhage on the right side immediately after a mechanical thrombectomy procedure. The patient was reported to have been treated for a right carotid t occlusion (occlusion of the carotid artery, middle and anterior cerebral artery). The patient had significant tortuosity with two over 90 degrees bends in the proximal right internal carotid artery and very hard plaque. The physician made 3 passes with solitaire 4x40 with good stenting effect however; these attempts did not recanalized the vessels. The physician then used the solitaire 6x20 and treated the patient with two units of retevase. After 3 attempts, only partial recanalization of the right anterior cerebral of the carotid t occlusion was achieved. Final dynact at the end of procedure demonstrated some sylvian contrast mainly but perhaps some arachnoid blood. No report of additional treatment provided for the sylvian subarachnoid hemorrhage on the right. Nineteen days post procedure, the patient was discharged to a rehabilitation facility with mrs was 5.